Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 95% stenosed non calcified and non tortuous lesion was located in the saphenous vein graft. The 4.00x28mm taxus express2 drug eluting stent (des) was advanced into the unspecified guide catheter and once the des reached the tip of the catheter, it was unable to move forward any further. It was noted that the patient experienced chest pain when the des became stuck in the guide catheter. The physician tried to pull the des back and advance it again but the device wouldn't advance. The physician then pulled the whole system back as a unit and once the stent reached the introducer sheath, it dislodged from the stent delivery system (sds). The des then migrated to the tibia area. No attempt was made to retrieve the device and the procedure was completed with a 28x3.50 non bsc device. It was noted that the patient' chest pain was resolved with the implantation of the non bsc device. No additional patient complications were reported with the patient's current condition listed as "stable". The patient has been discharged home.

Manufacturer narrative:
The complainant indicated that the device will not be retuned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.